Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation, and the ipg was difficult to charge and had communication issues with the remote control. Reprogramming was done but did not resolve the issue. It was also noted that there was heating at the battery site and the implant was causing extreme pain and swelling to the patient. The patient underwent an explant procedure and the explanted device was not returned.